Event description:
Information was received reporting a catheter revision due to catheter migration. The catheter migration was identified by a catheter dye study. Additional communication confirmed that the cause of the catheter migration was unknown.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was not returned. Communication from the representative confirmed that the cause of the catheter migration was unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).